Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The terminal only segment was returned severed 9 centimeters (cm) from the terminal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that a portion of the lead was later returned from another manufacturer 3 years later connected to the associated device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the left ventricular (lv) lead exhibited high pacing impedance measurement of 2191 ohms when programmed with the lv tip vector. It was noted that the threshold and sensing measurements were within normal limits, thus the physician suspected the tip of the lead was placed in poor tissue. However, the physician left the lead programmed with the tip vector. The cardiac resynchronization therapy defibrillator (crt-d) and lv lead remained in service and no adverse patient effects were reported.